Manufacturer narrative:
E1: (facility name): (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: caused by a component failure of pump head.the most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the device had the water supply stop. There were no reports of patient harm.